Manufacturer narrative:
Failed/unable to expand. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corp that an ultraflex covered ng esophageal stent was used during a stenting procedure for palliative therapy in a pt suffering from inoperable esophageal carcinoma performed in 2009. According to the complainant, the stent was implanted in optimum position: the stent was completely braced. However, there was incomplete expansion of the stent despite of several balloon dilatations. Following the procedure, the pt continued to suffer from dysphagia. An attempt to re-dilate the non-expanded stent 3 days post procedure was unsuccessful. Clear passage was achieved with the implantation of another stent (non-bsc device, product and MFR unk). Numerous attempts to ascertain further info (including the pt's current condition) have been unsuccessful.